Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the luminos drf max. The user reported that the patient table was in 90-degree position (vertical) with the tube and detector aligned to the head side (top), when the tube column assembly suddenly moved downward by itself from about 1m height to the foot side (bottom). There were no injuries associated with the event. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that when the system was in 90° position when suddenly the tube column assembly fell by itself from about 1m to the lower mechanical end resulting in the safety end switch on the foot side being damaged. The analysis of the provided pictures showed that the tube column fell only about 20-30 cm. This was also confirmed by the analyzed log files. The mentioned error codes indicated that a movement was detected at the position sensor of the tube column. Although the system has recognized the movement, it was not able to stop it before the crash happened because of the short distance to the mechanical end. All replaced parts of the system were installed into a test system for further investigation. All tests were passed without any malfunction. The brakes and the control via frequency inverter were found without any deviations. Additionally, the temperature sensor of the drive was monitored to discover possible mechanical resistance in drive and gearbox. No failure could be determined all components were found to be in proper condition and correctly assembled. Shs internal post market surveillance does not indicate a general problem with all these spare parts. Based on all investigation results the incident most likely resulted from a temporary malfunction in the brake control chain or a one-time failure in the brake actuation sequence, possibly caused by an electronic or communication fault within the system or a signal anomaly. The column sagging could only occur if the drive was not actively controlled and both brakes of the column were simultaneously open, although this is an unlikely but theoretically possible scenario. During the monitoring phase there was no reoccurrence since repair. However, the log files showed error messages resulting from telegrams from the axis control board before the tube column slid downwards. Therefore, it is recommended to replace the acb board (10762222), if not already done, because the investigation did not identify a clear root cause. No general problem of this component is known, and no similar issue is known by siemens healthineers as of the date of this report. The complaint is closed with this statement. H11 corrected data: d3: manufacturer street address was corrected, and email address was provided.